Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: moisture and corrosion was observed on the display screen inside the pump, on the battery cap and in the battery canister. The battery compartment was found to be cracked from threads down to the case seal. The battery compartment was found to be leaking during a leak test. There was no damage found to the battery cap; the battery cap secured tightly to the pump and maintained an electrical connection. Unrelated to the complaint, the bolus button was also found to be leaking. Also unrelated to the complaint, the display screen was also found to be distorted display screen and the pump also emitted a call service 069 alarm. The remaining steps were unable to be investigated. The pump¿s cover was removed; moisture and corrosion was found inside the unit all over the printed circuit board, the cgm module and on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.